Event description:
The report received from affiliate indicated that during a pta to the femoral artery, the balloon burst at six atmospheres. The target lesion was 3.5 cm in length, and 6mm in diameter, with no calcification or tortuosity present. No anomalies were noted during prep. There was no report of any adverse effects to the pt. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.